Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : investigation is not yet complete.

Event description:
A distributor reported on behalf of a customer that the ias5-100lp, 5 mm access port & low profile obturator device was used during a gastrointestinal surgery on (B)(6) 2026, and ¿the trocar broke whilst being removed from the patient's abdomen.¿. Also reported was "extended procedure duration: prolonged sedation¿ and ¿recovery of all broken equipment; verification of all components.¿. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.